Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation found unrelated to the customer reported complaint states that the instrument had missing or incomplete laser mark to the laser marked portion of the tube extension. An in-house tip accessory was installed, and an orange ring was visible. The instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The instrument tube extension was found to have an incomplete laser marking to the laser marked portion of the tube extension. As a result, the orange epoxy of the tube extension was still visible when the tip cover is fully installed. The root cause of this was attributed to manufacturing due to a workmanship issue. This was unrelated to the primary finding of a broken proximal conductor wire. The incomplete laser marking is a cosmetic issue that does not affect functionality of the instrument. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not conduct electricity. The procedure was completed with no patient harm.